Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3487a33101, lot # unknown, serial # (B)(4), product type lead; product ID 7489-51, serial # (B)(4), product type extension; product ID 74001, serial # (B)(4), product type adapter.

Event description:
It was reported the patient did not feel stimulation about a year ago. It was noted that testing showed the implantable neurostimulator (ins) worked well and there was high impedances. It was further noted that 10 months ago the patient received a new ins, but their lead was broken. The reporter stated the patient needed an MRI for a neck fusion surgery so their system was removed. The reporter further stated that the patient would be implanted with a new system after their neck fusion surgery in 5-6 months. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).